Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal erosion in both eyes on the superior temporal areas of flaps that was discovered at a post treatment. Bandage contact lens were inserted on both eyes. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of foreign body sensation, watering, light sensitivity, and discomfort on both eyes. The patient reported the symptoms are not interfering with daily activities. At this time, the patient is being managed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.00 x -.50 x 16; left eye pre-op 20/20 -1.50x -.50 x 175. This report is for the femto laser equipment. A separate report will be submitted for the visx laser equipment.